Manufacturer narrative:
Based on the investigation, we determine that the reason for the failure of the safety sheath and the exposure of the needle is that the maintenance cycle of the safety sheath injection molding machine mold is too long, which leads to untimely mold maintenance and ultimately increases the defect rate of injection molded parts.

Event description:
Tkmd safety needle 23g 1in - safety failed 5 times in a single day with appropriate use by provider, leaving used needle exposed.pt code: 4582.device code: 1384.ref reports: mw5177679, mw5177680, mw5177682, mw5177683.